Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found the eri (elective replacement indicator) is the result of a high internal battery resistance. Analysis indicates a short and low impedance in the battery.

Event description:
It was reported that the device was to be changed out due to elective replacement indicator (eri), however, during pre-operation; the device could not be interrogated. The device was replaced and a new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.